Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that during use of the syringe plastipak 20ml ll s/su the flange of the syringe was broken on both sides. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: at the time of using the syringe, inside the biological safety booth at the pharmacy, noted that the flange of the syringe was broken on both sides.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe plastipak 20ml ll s/su the flange of the syringe was broken on both sides. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: at the time of using the syringe, inside the biological safety booth at the pharmacy, noted that the flange of the syringe was broken on both sides.